Manufacturer narrative:
The solitaire stent has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Based on the reported information, there was not any malfunction reported during use. The event occurred in patient post procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of serious arterial occlusion of the left m1 middle cerebral artery (mca). It was noted that the event resolved within one day and was unlikely related to the device, possibly related to procedure. However, the following day on (B)(6) 2020, the patient experienced cerebral edema which resulted in the patient's death. Surgical intervention was attempted but did not resolve the issue. It was reported that the patient was being treated for large vessel occlusion acute ischemic stroke. The patient's post procedure nihss score on (B)(6) 2020 was 22.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.